Event description:
It was reported that a balloon rupture occurred. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the was ruptured at 6 atmospheres within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or issues noted. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the polymer extrusion shaft noted it to be accordioned on different locations along the length of the device.

Event description:
It was reported that a balloon rupture occurred. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the was ruptured at 6 atmospheres within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure.